Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed. According to the complainant, during the procedure, the clip failed to release from the catheter. The physician had to bend the clip in order to remove it from the tissue. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be satisfactory following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed. According to the complainant, during the procedure, the clip failed to release from the catheter. The physician had to bend the clip in order to remove it from the tissue. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be satisfactory following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) the reported event of clip failed to separate from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was mashed onto the bushing. The clip assembly could not be deployed, and the prongs could not be opened or closed. The prongs were not locked into the capsule. The over sheath with attached sheath grip were not returned for analysis. The coil was bent 90 degrees at the bushing. The complaint was confirmed for clip failed to release from delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented separation from the delivery catheter. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.